Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device not returned.

Manufacturer narrative:
Bleeding, stroke and neurologic dysfunction as a potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke. Clinical factors that may have contributed to the patient's outcome related to the event include the patient's anticoagulation therapy and history of ischemic cardiomyopathy. The root cause of the reported event cannot be conclusively determined however, the most likely root cause is the patient's medical history, commodities and anticoagulation therapy. Patient, procedural, and pharmacological factors may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device not returned.

Event description:
It was reported that this patient called the hospital with complaints of nausea and headache. He was found unresponsive two hours later. The patient was transported to an outside hospital where his anticoagulation was reverse after diagnostic testing results revealed a large right fronto-temporal intraparenchymal hemorrhage. Support was subsequently withdrawn and the patient expired on (B)(6) 2015. . Cause of death is reported to be intracerebral hemorrhage. No autopsy was performed and the device remains implanted.